Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that a cartridge alarm occurred. Reportedly, customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
Cartridge alarm 25 was not verified. Unexpected reset issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.